Event description:
Five patients with discrepant bicabonate results. All repeat testing performed on different analyzer, same methodology. Patient 1, 2008, initial result 6 mmol/l, repeat 26 mmol/l. Patient 2, same day, female initial result 13 mmol/l, repeat 25 mmol/l. Patient 3, same day, male initial result 19 mmol/l, repeat 30 mmol/l. Patient 4, the next day, initial result 12 mmol/l, repeat 26 mmol/l. Patient 5, same day, initial result 12 mmol/l, repeat 30 mmol/l. No adverse events reported in association with the incorrect results. The field service representative was unable to determine root cause but noted he replaced sample mechanism, syringe valve, gear pump and water supply valve for sample syringe. Performance tests performed which were within specification.